Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 325 mg/dl at time of incident, customer¿s current blood glucose value was 50 mg/dl. Troubleshooting was dose for high blood glucose and under delivery. Customer was neither in emergency room, nor admitted into hospital, as a result of low blood glucose. The customer stated does not want to troubleshoot because the issue has been resolved. The insulin pump will not be returned for analysis.